Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Lancet drum stuck customer when drum was inserted. No medical treatment needed. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.